Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. Elective replacement indicator (eri) due to low battery voltage was recorded on (B)(6) 2013 prior to explant. Ramware version 8 was installed on (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in just under six years. It was noted that high outputs in the ventricular channel were a probable cause of the unexpected longevity. The device was explanted and replaced. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).